Event description:
It was reported that during the procedure, the laser shutdown; they were "treating a large bladder." The procedure was canceled and rescheduled. Pt outcome: "pt was sent home yesterday and will be rescheduled tomorrow, (B)(6) 2013, with a higher watt laser (model unk)."